Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
During an fco upgrade (field change order) servicing a philips field service engineer (fse) noticed that the mx40 did not produce any sound when booting up. The device did not make any sound but the visual alarm was present. No adverse pt impact reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
During an fco upgrade (field change order) servicing, a philips field service engineer (fse) noticed that the mx40 did not produce any sound when booting up. The device did not make any sound but the visual alarm was present. There was no patient involvement.